Event description:
It was reported by the sales rep that the endoplege coronary sinus balloon was losing volume. "They could not see an increase in the coronary sinus pressure upon delivery of retrograde." The device was discarded by the hospital. No patient injury was reported. They used throughout the case and kept adding volume.

Manufacturer narrative:
Device was discarded by the hospital. Unable to perform an evaluation into the root cause. The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated or this event. This information will be included in trending and future CAPA determinations.